Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. External insulation abrasion breaching the optim sheath only was noted at 7.0-8.0 cm from connector pin consistent with friction to the can.

Event description:
This report is to advise of an event observed during analysis.